Event description:
It was reported that a large volume infusor leaked. Solution was observed in the housing; however, the exact location of the leak was unknown. This was observed during patient infusion. Additionally, "the patient stated that he did not bathe during the treatment and that the chemotherapy infusor did not touch the water". The device was filled with fluorouracil diluted in 0.9% normal saline for a total volume of 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured between 16feb2022 and 17feb2022. H10: the device was received for evaluation. During visual inspection via the naked eye, no fluid was contained in the bladder; nor was there any evidence of a leak or fluid in the housing. A functional leak test was performed by filling the bladder with green color water to the nominal volume. After fill, the sample was being monitored until the next day. The next day, no evidence of leak was observed inside the device housing or at other parts of the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.